Manufacturer narrative:
.

Event description:
The customer reported that the device alarmed on (B)(6) 2016 at 21:13 for a low systolic bp alarm. It alarmed about eight times in a row and was silenced by a staff member each time. Then there was no audible alarm; there was only a yellow alarm message. The device was in clinical use at the time the issue was discovered; there was no reported patient harm.